Manufacturer narrative:
(B)(4). As the device was not returned and the serial number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who passed away coincident with hemodialysis therapy. The cause of death was unknown. It is unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not available for evaluation. Should additional relevant information become available, a follow-up report will be submitted.